Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcated stent graft was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm of unknown size. It was reported during the index procedure there was an angulated infrarenal neck and the evar was performed with no issues. During the angiogram at end of procedure it was noted there was a type ia endoleak observed.  A follow-up CT on an unknown date showed the stent graft had not completely deployed or unfolded and has a maximum diameter of 30mm although it was a 36mm stent graft that was placed. The physician asked if perhaps that a stent graft of another size was inside the box.  As per the physician the cause of the event cannot be determined.  No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
Additional information received: it was confirmed that the treated abdominal aortic aneurysm measured 80mm in diameter. The follow up CT scan was performed on the (B)(6) 2021. It was reported that there was an almost 90 degree infrarenal angulation, the graft was placed caudal from the right renal artery. Because of the angulation, it is believed that the graft could not deploy to its maximum diameter because the supra renal stent was falling in the 90 degree infrarenal angulation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the follow up CT scan was carried out on the (B)(6) 2021, not (B)(6) 2021, as previously reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported type ia endoleak and sub-optimal stent graft expansion  were confirmed on the films provided.  Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. It is most likely that the severely angulated aortic neck was a factor in the occurrence of the reported events. The proximal bifurcate stent graft was deployed in an area of  acute angulation which can lead to loss of endograft fixation against the vessel wall and type ia endoleak. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.